Event description:
It has been reported to philips that the azurion 7 m20 system was getting hung. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was getting stuck. Review of the system log file found a problem with the frontal motor drive. Upon functional testing, fse found that the amc triple servo drive was faulty. Fse replaced the amc triple servo drive and adjusted to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.